Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: port where you plug transducer in is blown out due to cracked transducer receptable. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a port where the transducer was plug in, which had blown out. The issue occurred during the preparation for an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device had a port where the transducer was plug in, which had blown out. The issue occurred during the preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.